Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: three 03501412321h samples from lot 20190401 were received for investigation. Two of the samples were received in sealed packaging and one sample was received without packaging with residual medication within the device. A visual inspection confirmed the customer¿s experience as a region of tubing was flattened above the roller clamp. Functional testing was performed with a gravity infusion bag and the flattened region was shown to be causing a complete occlusion in the tubing. The two unused samples were then inspected for any signs of flattened or occluded tubing and no defects were observed that would have caused or contributed to the customer¿s experience. Functional testing was also performed with a gravity infusion bag and there was no sign of occlusion within any of these unused devices. A review of the production records for lot 20190401 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. This can occur where several vacuums are pulled to remove all of the air from the sterilization chamber; as a consequence, all of the air is also removed from the set. Usually, the air is replaced during the next stage of the sterilization cycle; however if there is an occlusion (eg. Due to kinked tubing or a closed roller clamp) and a back check valve is present, a vacuum may occur within the set causing the tubing to become distorted and flattened.

Event description:
It was reported that the pressure set 15¿m bcv priming cap 185cm tubing was compressed and affected the flow rate during use. This occurred with 3 different sets. The following information was provided by the initial reporter, translated from german to english: "tubing of IV set is compressed and this compression did not go away (it was already like that before use in the packaging). Not possible to achieve the required flow rate. Content in the IV set is vancomycin.. The problem was noticed before use on the patient and the procedure had to be started anew with another set"

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [20190401] was not found for the reported catalog # [03501412321h]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pressure set 15m bcv priming cap 185cm tubing was compressed and affected the flow rate during use. This occurred with 3 different sets. The following information was provided by the initial reporter, translated from (B)(6) to english: "tubing of IV set is compressed and this compression did not go away (it was already like that before use in the packaging). Not possible to achieve the required flow rate. Content in the IV set is vancomycin.. The problem was noticed before use on the patient and the procedure had to be started anew with another set".